Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor could not pass incoming functionality testing) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. The monitor's electrode belt connector was pulled out of the monitor case, damaging the wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor could not pass incoming functionality testing.